Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm performed all manifold tests; however the pneumatic interface module (pim) failed. The stm reported that the safety disk was in the reverse position. To address the issue, the stm rotated the safety disk and sealed connections; re-performed test which passed. The stm then performed all functional and safety tests to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported by the end user that a gas loss in iab occurred on a cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.